Event description:
It was reported that the programmer stylus was offset. There was no patient involvement.

Manufacturer narrative:
Analysis confirmed the customer's comments as a deviation between the programmer stylus and the cursor on the screen was noted during incoming inspection. It was also noted that the left keyboard cover plate sliding rail was broken. The upper and lower bullets and lower handle were broken. The company logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.